Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen cracked after being dropped, rendering the screen nonfunctional and preventing shutdown via the user interface, and a replacement device was shipped with instructions for return of the original and re-start of therapy on the replacement. Symptoms included hyperglycemia with a reported maximum blood glucose of 250 mg/dl for approximately 2¿3 hours without ketone testing or medical intervention. Outcomes included transient disruption of insulin pump therapy and use of subcutaneous insulin injections as backup. Investigation included review of the event details and device history as provided by the user. Investigation of this device revealed damage consistent with accidental physical impact to the touchscreen, resulting in loss of user interface function and inability to access menus. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical stress.